Event description:
It was reported that the pt had her lead "come to the surface of her skin" for a second time. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).